Event description:
It was reported that a pediatric ilet user experienced recurrent low and high glucose fluctuations while using the system with a dexcom g7, with the caregiver noting that meal announcements were not registering on the pump, frequent pauses occurred during lows, and corrective insulin was delivered followed by immediate carbohydrate intake and meal announcements, which together produced oscillating glucose levels; oral glucose in the form of apple juice was used to treat lows, and the user temporarily disconnected the pump before later stabilizing and reconnecting. Symptoms included hypoglycemia and hyperglycemia, irritability, stomachache and hunger. Outcomes included stabilization of glucose after treatment and follow-up. Investigation included review of pump usage patterns and glucose data. Investigation of this case revealed patterns consistent with overtreatment of hypoglycemia, meal announcement timing issues, and pump pauses that could have influenced algorithm adaptation; device malfunction was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.